Event description:
It was reported that the log files were submitted for evaluation due to damage to the black power lead. The patient was admitted for perforated appendicitis. The patient started transferring from the recliner to the bed while connected to mobile power unit (mpu) power and the cables got caught on the recliner wheel causing a no external power alarm. A small 1cm incision tear was found on the black power lead after. Rescue tape was put on the tear. The log files were reviewed and saw a no external power event on 13oct2024 while connected to the mpu. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery supported the system during this event and motor function was not affected. This event could have been due to the mpu ac power cord briefly coming loose at the mpu or wall outlet. The damage on the power lead appeared to have no impact on the mechanical circulatory support (mcs) equipment. It was suggested that a system controller exchange could be necessary to avoid future power cable degradation due to fluid ingress. The system controller was not exchanged due to the patient's international normalized ratio (inr) being low. The cause of the no external power alarm was not confirmed. It was noted that the patient was not using the mpu during the event. The ac power cord did not come loose at the wall outlet or back of the unit. There were no environmental factors that caused a power issue. The mpu was not removed from service. No products were returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturerâ¿¿s investigation is complete.

Event description:
A review of the log file revealed the no external power event took place while connected to the power module and not the mpu. It was unknown what the serial number of the power module was as one of the hospital units were used.

Manufacturer narrative:
Section d: updating the device information based on additional information received. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the power module was confirmed via the submitted log file. The power module was not returned for analysis; however, a log file was submitted and data from the reported event date of 13oct2024 was reviewed. At 12:55:03 while connected to the power module, a no external power alarm activates due to a loss in alternating current (ac) power. The no external power alarm clears at 12:55:12 when power to the power module is restored. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated the serial number of the power module was unknown. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the power module were unable to be reviewed due to the serial number information not being provided. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.